Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the images were unusable and at one time the system had no image, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.